Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with no physical damage; the tamper seal was broken. There was evidence of the reported error in the event history log. The reported problem was duplicated during the investigation. A defective downstream sensor was found to be the cause of the reported failure mode. The downstream sensor was replaced as corrective action. The root cause of the reported issue was unknown. A review of the manufacturing device history record for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customers reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI # is unknown. No product information has been provided to date.

Event description:
It was reported that during the use of the product, a high pressure alarm went off. No patient injury was reported.